Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in (B)(6).

Event description:
The customer complained of "a lot" questionable results for thyroid tests at their site. The exact number of patients involved was not provided. The endocrinologists did not believe the tsh or ft4 results, which did not match the patients's clinical histories. The customer provided results for only one sample tested for ft4. The initial ft4 result was 2.7 ng/dl. The sample was repeated at another laboratory with a result of 0.9 ng/dl. The initial result was reported outside the laboratory. There were no allegations of adverse events. The lot number and expiration date of the reagent were requested but not provided. The field service engineer made multiple adjustments to the analyzer. He replaced tubing and cleaning reagents. He purged the circuit and performed liquid flow cleaning. He performed system checks, performance testing, calibration, and quality controls. Performance testing was fine; calibration and quality control data were ok. The system was working within specifications.